Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen had a crack near the top of the screen. The contact did not know how the screen had become cracked. The touchscreen was also noted to be unresponsive and the customer was unable to interact with the pump. The customer's blood glucose level was 190 mg/dl. Reportedly, insulin pens would be used for alternate insulin therapy.